Event description:
On february 3, 2010, the facility representative reported to baxter global technical services one colleague triple channel volumetric infusion pump in which the channel select on channel b is not working. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version (B)(4) categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the reported condition of channel select on channel b is not working was confirmed. The reported condition is due to a defective keypad internal circuit. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
Note: this report pertains to one of two complaints (MFR report # 3005099803-2010-03416 & 3005099803-2010-03417) that occurred during the same procedure. It was reported to boston scientific corporation through a retrospective review that two ultraflex esophageal partially covered stents were removed during a procedure performed on (B)(6) 2008. According to the complainant, due to chronic post surgery leak resulting from a (B)(6) 2007 bariatric surgery, on (B)(6) 2008 the patient was stented with an ultraflex esophageal partially covered stent (manufacturer report # 3005099803-2010-03416) as a second attempt to seal the leak. A second ultraflex esophageal partially covered stent (manufacturer report # 3005099803-2010-03417) was placed on (B)(6) 2008 to obtain a better seal of the leak. It was confirmed that placement of both ultraflex stents was successful and uncomplicated. On (B)(6) 2008, the patient presented with stent migration. The event was reported as moderate in severity and was resolved by endoscopic removal with forceps of both ultraflex stents on (B)(6) 2008. The removal of both ultraflex stents was successful and uncomplicated. At least visit, it was confirmed that the patient was in good health. The patient underwent two sessions of endoscopic drainage and two sessions of necrosectomy and closure of the leak was attained.

Manufacturer narrative:
(B)(4).